Event description:
We received an allegation about discrepant results for 1 patient plasma sample tested with elecsys troponin t g5 stat (tnt g5 stat) assay on a cobas 6000 e601 module. Initial result: 12.6 pg/ml. The physician questioned the initial result as it did not match the patient's previous result. The sample was then repeated. Repeat result: 6 pg/ml accompanied by a data flag (tested on another e601). The repeat result was deemed to be correct.

Manufacturer narrative:
The tnt g5 stat reagent lot number was 77198501 with an expiration date of 30-jun-2025. The customer stated that qc was acceptable. The field service engineer found that the cause was a misadjusted sample probe liquid level detection (lld). He readjusted the sample probe lld. Precision studies were performed and they were within specifications. The service actions resolved the issue. No further issues were reported afterward.